Manufacturer narrative:
A ge healthcare service representative performed a checkout of the device and determined the flow sensor needs to be replaced. A quote was sent to the customer, but has not been accepted at this time.

Event description:
The hospital reported that due to a problem with the flow sensor the ventilation failed. There is no report of patient involvement.